Manufacturer narrative:
Citation: tariq ma, amin h, malik mk. Long-term outcomes of low-risk patients treated with transcatheter aortic valve replacement versus surgical aortic valve replacement: results from a meta-analysis. Intern emerg med. 2023;18(7):2143-2148. Doi:10.1007/s11739-023-03388-4 earliest date of publication used for date of event. Medtronic transcatheter valve brands mentioned in the article: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of transcatheter aortic valve replacement (tavr) compared to surgical aortic valve replacement (savr) in low-risk patients. Five studies were included in the analysis and had a pooled study population of 3,865 patients (1,964 tavr recipients and 1,901 savr recipients). Medtronic and non-medtronic tavr products were implanted in the tavr arm, while the identities of the savr products were not disclosed. The authors analyzed the following adverse outcomes: stroke, myocardial infarction, new-onset atrial fibrillation, valve endocarditis, and aortic re-intervention. Additionally, the authors assessed all-cause and cardiovascular mortality rates. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.